Event description:
It was reported that the patient was below target temperature on the arctic sun device. Nurse stated that water temperature was 34c, patient temperature was 36.8c, target temperature was 37c, flow rate was 1.0lpm and baby weighed 10 kilograms with the neonatal pad in place. Mss explained the nurse about appropriate pad size for the patient. Mss also explained the need for diligent skin checks due to high water temperature. Nurse called neonatal ICU to obtain 2 small universal pads. Per follow up information received via ibc on 31jan2022, nurse stated that the patient was taken off the arctic sun device because the nurse did not have the correct size of pads needed for the patient. There was no impact to the patient and the therapy was not completed. There was no need for the device to be sent to the biomed because the issue was not a functional problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was below target temperature on the arctic sun device. Nurse stated that water temperature was 34c, patient temperature was 36.8c, target temperature was 37c, flow rate was 1.0lpm and baby weighed 10 kilograms with the neonatal pad in place. Mss explained the nurse about appropriate pad size for the patient. Mss also explained the need for diligent skin checks due to high water temperature. Nurse called neonatal ICU to obtain 2 small universal pads. Per follow up information received via ibc on 31jan2022, nurse stated that the patient was taken off the arctic sun device because the nurse did not have the correct size of pads needed for the patient. There was no impact to the patient and the therapy was not completed. There was no need for the device to be sent to the biomed because the issue was not a functional problem.

Manufacturer narrative:
The reported event was confirmed as use related. A potential root cause for the failure could be due to "wrong size of pads selected". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A DHR review is not required as the event is use related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was below target temperature on the arctic sun device. Nurse stated that water temperature was 34c, patient temperature was 36.8c, target temperature was 37c, flow rate was 1.0lpm and baby weighed 10 kilograms with the neonatal pad in place. Mss explained the nurse about appropriate pad size for the patient. Mss also explained the need for diligent skin checks due to high water temperature. Nurse called neonatal ICU to obtain 2 small universal pads. Per follow up information received via ibc on (B)(6) 2022, nurse stated that the patient was taken off the arctic sun device because the nurse did not have the correct size of pads needed for the patient. There was no impact to the patient and the therapy was not completed. There was no need for the device to be sent to the biomed because the issue was not a functional problem.